Manufacturer narrative:
No conclusion code available. As received,the device was returned for analysis. Communication between the device and the programmer could not be established due to the battery being depleted. Based on the parameter settings, the device did not perform to the expected longevity. The device behaved normally during automated test equipment (ate) testing. The power consumption of the device was measured and revealed to be normal. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient's status was stable.